Event description:
It was reported that during a right ventricle leadless pacemaker (rvlp) implant procedure that there was helix attachment failure. The rvlp was removed and the procedure was concluded. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of positioning failure could not be confirmed. Visual analysis noted no anomaly. Docking button diameter was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.